Event description:
It was reported that the patient underwent "prostate electric incision" under combined spinal-epidural anesthesia, followed by using an indwelling foley catheter for continuous bladder irrigation. The balloon was injected to 30 ml and the patient was returned to the ward after the operation. Then the balloon was found to be ruptured and the catheter fell off.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the (foley catheter) product ifus were found to be adequate based on past reviews.